Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a review of the black box showed evidence of a call service 128 alarm on the date of the complaint. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact and no evidence of contamination was found inside the battery compartment. The current draws were within specifications. The battery life issue was not duplicated during investigation.